Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined the patient and device codes have been updated to reflect the additional information.

Event description:
Additional information provided states that the reason for the surgery was due to an intermittent shocking sensation at the pocket site where the ipg was housed. The shocking sensation has not occurred since the device was replaced. The issue is deemed to be resolved.